Manufacturer narrative:
Product complaint # (B)(4). PMA/510k: this report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tip of the driver shaft found had got stripped. The patient underwent for a plif surgery on (B)(6) 2021. The patient condition was stable. No further information is available. This complaint involves two (2) devices. This report is for (1) unknown screws. This report is 2 of 2 for (B)(4).